Event description:
It was reported that the insulin pump buttons were unresponsive after battery out limit alarm. Customer's blood glucose was unknown and stated it was probably 7mmol/l and 12mmol/l. Customer mentioned that the insulin pump was in his in pocket and alarmed button error. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected button error alarm or battery out limit alarms were noted during testing. The insulin pump passed the displacement test and the off no power test with operating currents within specification. Intermittent button response was noted due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a corroded battery tube.